Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced bradycardia. During an iliac thrombectomy with the use of an angiojet® zelantedvt¿ catheter, the patient's heart rate dropped into the 50s. The doctor took his foot off of the pedal and waited for the patient's heart rate to come back up. Once it did, the procedure was resumed. The patients heart rate quickly dropped down into the 20s. The angiojet was being used for about 160 seconds. The procedure was stopped at that time. No further intervention was done as the blood clots were mostly gone. No patient complications were reported and the patient was okay.